Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies.

Event description:
The customer reported water damage after leaving the insulin pump in the washing machine. Advised that the insulin pump would be replaced. Nothing further was reported.